Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The traveler rx instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx is currently not commercially available in the USA; however, it is similar to a device sold in the USA.

Event description:
It was reported that during a procedure of the heavily tortuous, concentric, moderately calcified, 99% stenosed, de novo, distal right coronary artery (rca), after guide wire was positioned across the lesion, the intravascular ultrasound (ivus) device was advanced, but could not cross the lesion. The traveler balloon dilatation catheter (bdc) was positioned and during the first inflation attempt the balloon ruptured at 5 atmosphere (atm). The device was removed and a 1.0 x 10 mm non-abbott bdc was used. The ivus was again advanced, but failed to cross the lesion. No additional intervention was attempted or performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.